Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. The reported fg lot 5718337 complied with all in-process inspection and product requirements as specified in the manufacturing shop order and related procedures. Failure analysis - eight retained samples of fg lot 5718337 were visually inspected and no anomaly was observed. Packaging was in good condition. No defect was observed on the tray¿s appearance, sealing area, and sponge appearance. Root cause - a root cause determination is not possible at this moment. However, a scientific affairs assessment was requested, and concluded the following: ¿not much information to go on. Would be good to have the CT images over the time course. The almost immediate recurrence of the fluid collection indicates that there is an uncontrolled process in action. This could be post-traumatic hydrocephalus (a frequent consequence of a large bleed as a result of cranial trauma) that is not being treated. Duragen would not be the causal agent. It is not possible to effectively close the dura while there is untreated hydrocephalus. In fact, the leak is likely preventing further brain trauma from an elevated icp. However, without more detail on the case, it is not possible to confirm the above conjecture.¿ in addition, the retained samples evaluation was satisfactory. No defect was observed in the tray¿s appearance, sealing area and sponge appearance. Therefore, based on the available information and the evaluation from scientific affairs, a definite root cause determination is not possible at this moment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that a patient who was a victim of a traffic accident as a motorcycle driver had an acute subdural hematoma in the left hemisphere, requiring emergency surgical management. Duragen 4x5 1 pack ce (id4501i) was implanted on (B)(6) 2022, and five weeks postoperatively, a marked protrusion of liquid content was observed in the craniotomy area, in relation to a contained internal fistula. Patient was taken to surgery on (B)(6) 2022 to drain the collection and correct the fistula; the procedure was without complications. On (B)(6) 2022, a new subdural collection could be seen in a control tomography; patient will again undergo fistula correction. There was a reported delay in surgery for a few minutes.